Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 3. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 600cc and experienced bilateral capsular contracture (baker grade 3) which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side implant.

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. Device evaluation summary: during evaluation of the sample it was observed a delamination without evidence of leakage in the shell within several lines of shell wear in the posterior aspect, suggesting in-vivo folding or creasing of the device. In addition, parallel lines of shell wear were also observed in the anterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis manufacturer¿s reference number: (B)(4).